Manufacturer narrative:
Investigation: our quality engineer inspected the returned units and could not identify any manufacturing related defects. The packaging material was observed to be adequately perforated with clear cuts on the edges. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.

Event description:
It was reported that 10 syringe 10ml ll experienced product damage with the device still considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: poor perforations on packaging causes packaging to rip when trying to separate individual syringes, results in breaking sterility.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe 10ml ll experienced product damage with the device still considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: poor perforations on packaging causes packaging to rip when trying to separate individual syringes, results in breaking sterility.